Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Inappropriate atp therapy was delivered due to misdiagnosis of an svt rhythm as vt. The ICD was reprogrammed and the issue was resolved. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.